Manufacturer narrative:
The insulin pump was received with minor scratches on liquid crystal display window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported physical damage to insulin pump, around the reservoir compartment. Customer stated that there are also cracks in the window display. Customer's blood glucose reading was 126 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).